Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/25/2019. Technical support advised the customer to replace the user interface assembly. The user interface assembly was replaced and the reported issue was resolved. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Event description:
Customer reported that the ventilator's display was dim while at maximum intensity. There was no patient/user involvement.

Manufacturer narrative:
G4: 05feb2020. B4: 12feb2020. The part was returned to the manufacturer for failure investigation (fi). It was determined that the burn out cold cathode fluorescent lamp (ccfl) backlight causes the dim display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.